Event description:
It was reported by the sales rep that during a roux-en-y procedure, during a gastrojejunostomy, the surgeon fired stapler and had difficulty with removal of device and tore anastomosis. No pt consequences.